Manufacturer narrative:
On (B)(6) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Polarity programming issues were reported to the subject pacemaker. During a follow up two days post implant check ((B)(6) 2012), the physician could not program the ventricular lead to bipolar. On a follow-up performed on (B)(6) 2012, the pacemaker dependent patient reported to his/her physician a brief loss of consciousness during daily activities two weeks before. Bipolar programming was still not possible, but all measurements were fine (495 ohm, pacing threshold 0.8 v, amplitude 14.7 mv). The physician ordered an x-ray of the pacing system, in which the ventricular lead seems to be incompletely inserted into the header. A pacemaker revision was performed on the next day, but the physician could not insert the screwdriver completely inside the setscrew cavity. A new pacemaker was implanted.